Manufacturer narrative:
UDI # (B)(4). The device was returned and upon evaluation of the returned unit, the lock had both rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. The DHR showed no abnormalities related to the reported failure. The complaint was confirmed via inspection of the unit.

Event description:
A customer reported that the locking knob of the a1059 mayfield swivel adaptor has minimal tactile resistance when moving to locked position. There was no known patient injury or delay in surgery.